Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced an inability to/difficulty priming prior to use. The following information was provided by the initial reporter: the patient couldn't conduct air purge. The needle npe was bent.